Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for air detected in the cassette and a heater bag issue during treatment. She was tired and turned off the cycler. When she awoke in the morning she found fluid leaking form the cassette door. She had already contacted her pd nurse. The set was discarded. During f/u the patient's pd nurse reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.